Event description:
It was reported a patient had asystole and the right ventricular (rv) lead presented with dislodgement, confirmed via x-ray. A lead slack issue was also noted. The lead was explanted and replaced in a procedure on (B)(6) 2024. Post-procedure the patient was recovering.